Manufacturer narrative:
The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the tip of the cutter device broke when the surgeon was drilling the hole for tenting. The reporter stated that the fragment tip of the device was easily detected and there was no effect on the patient. It was reported that the surgery was completed without any delays. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The external features of the device was visually inspected and observed that the tip of the cutter was broken. The device was examined and photographed using 40 x magnifications. Based on the photographs taken, the angle indicated that there was excessive force applied. It was determined that the broken cutter was caused by excessive lateral or side to side force. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). Lot number and device manufacture date: the device lot number was not provided by the reporter in the initial report. Therefore, the lot number and manufacture date were documented as unknown. Upon receipt of the device, the lot number was identified as j363107049. The device manufacture date is sep 4, 2015. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.